Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The bottom of the neck trial is stripped which prevents the anteversion from being set appropriately.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the threads are stripped and damaged. The threads on the on the trial are stripped from cross threading, causing the inability to engage the stem and neck trials. The devices also had signs of inappropriate impaction. A two year complaint database search found similar issues of the trail engaging to the stem trial. The root cause is being attributed to a misuse. The date code indicates the instrument was manufactured in september of 2005. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.